Manufacturer narrative:
Inspection of the device by a hillrom technician noted, ¿the latch came off the hook at the end of the sling bar when in use.¿ the slingbar's hook did not break and was working as intended. The golvo mobile lift is intended to be used for transferring patients between devices (e.g., within the room), between bed/wheelchair, to/from the toilet, in bath and shower, floor lifting, horizontal lifting, and weighing patient. The sling bar contains two latches that guide the user when attaching the loops of the sling to the slingbar, before any load is applied. The universal slingbar instruction for use (7en160185 rev. 5) states: "check the function of latches and that the latches are intact; missing or damaged latches must always be replaced. "Before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface." Additionally, the IFU instructs if the slingbar is not level, or if the sling loop(s) is(are) wrongly attached to the slingbar, lower the user to a firm surface and adjust according to the instructions for use of the sling in use. Inspection of the device by a hillrom technician also noted that ¿no-fault¿ was found with the slingbar. The device functioned as designed. The customer¿s report of the latch "coming off" likely indicates that the user did not correctly place the sling¿s loops into the sling bar hooks, as the latches are not designed to hold the patient load. This event was likely due to use error/ device misuse in sling application to the lift leading to one of the sling loops to come off the sling bar hook. Prevention for such an event is outlined in the IFU and noted above. Although there was no malfunction found with the device and the event is contributed to an user error, the injury sustained by the patient (an open wound to the back of the head) required medical intervention of sutures to preclude permanent damage to body structure, and it is considered serious. Therefore, hillrom considers this complaint reportable.

Event description:
It was reported that during patient transfer using a golvo 9000 lift the sling came off the slingbar's hook breaking through the slingbar's latch. The patient fell hitting her head on the ¿metal part of the device.¿ the patient sustained an open wound to the back of her head without loss of consciousness requiring suture to the wound. The patient is a 92-year-old female weighing 80 kg. This report was filed in our complaint handling system as (B)(4).